Manufacturer narrative:
(B)(4). The rt205 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned rt205 breathing circuit kit was inspected for missing components. Results: a circuit clip was found to be missing from the breathing circuit kit. A lot check revealed no other complaints of this nature for lot # 091014. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted clip. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).

Event description:
A distributor in (B)(6) reported that a component was missing from an rt205 adult inspiratory-heated breathing circuit kit. The missing component was discovered prior to pt use.